Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, concentric, 29x3mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). The physician performed dilation with a 2.5x10mm semi compliant balloon catheter; however, the balloon did not open properly. Another 2x8mm semi compliant balloon catheter was advanced to dilate the vessel. A series of successful dilations were done with the same balloon catheter. Subsequently, a 32 x 3.00mm taxus¿ liberté¿ was advanced to treat the lesion but the device failed to cross the lesion and the stent shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the proximal end of the stent were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The tip profile and ro markerbands were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, concentric, 29x3mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). The physician performed dilation with a 2.5x10mm semi compliant balloon catheter; however, the balloon did not open properly. Another 2x8mm semi compliant balloon catheter was advanced to dilate the vessel. A series of successful dilations were done with the same balloon catheter. Subsequently, a 32 x 3.00mm taxus¿ liberté¿ was advanced to treat the lesion but the device failed to cross the lesion and the stent shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's sattus was stable.